Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were falling out of the applier. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4). The following response was received: the event did not occur on the first firing but difficult to say which firing exactly. It was fired on the cystic duct. Clip was fully advanced into jaw. No twisting of device present during firing. No resistance felt. No noises heard during firing. Nothing unexpected happened prior to event. The device was fired after event to inspect clips after it was taken out of patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.